Manufacturer narrative:
This event occurred in (B)(6). Sample material was requested for investigation but could not be provided. The customer used abbott qc; the qc results do not indicate an issue. Liquid flow cleaning was last performed on (B)(6) 2020. Instrument performance testing from (B)(6) 2020 was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant negative results for 1 patient sample tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas 6000 e 601 module. The sample was obtained on (B)(6) 2020. On (B)(6) 2020 the sample was tested by an external laboratory by an unspecified clia method and the igg result was 1.5 (positive, unit of measure not provided) and the igm result was 2.0 (positive, unit of measure not provided). These results were reported to the patient. On (B)(6) 2020 the result from the e601 module was 0.271 coi (negative). The sample was repeated on (B)(6) 2020 and the result from the e601 module was 0.276 coi (negative). The sample was tested by the abbott method and the igg result was 1.74 (positive, unit of measure not provided). The results from the bioclin rapid test were igm (+) and igg (+). This product is not listed on FDA's list for emergency use authorization. No pcr testing was performed. The e601 module serial number was (B)(4).